Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had 2 scs leads from the same lot. It was reported that diagnostics showed high impedance values for the scs leads. It was also reported the leads were found to be fractured. As a result, the leads were explanted and replaced with a different model.

Event description:
Additional information received identified the patient is receiving effective stimulation following the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.